Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 28jan2019. Philips field service engineer (fse) confirmed error in the device history log: program crc test failed (error code1100). The fse replaced the central processing unit (cpu) board to resolve the issue. Unit passed the required test of the performance verification successfully. Unit ready for clinical use.

Event description:
Customer reported error. No patient/user harm reported. Event date not specified; estimate used